Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer and indicated that the center ceramic pad of the bsv (blood sampling valve) was damaged. The bsv assembly was replaced and the system was calibrated, meeting post repair specifications in both manual and automated modes. (B)(4).

Event description:
A customer reported h&h (hemoglobin and hematocrit) not matching in automated mode after switching from the manual to the automated mode on a coulter hmx hematology analyzer with autoloader. There were three (3) different patient samples provided for review which were run on the same day. Erroneous results were not reported out of the laboratory and there was neither death, serious injury nor change to patient treatment.